Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a procedure, a damaged spine clamp could not be affixed to the spine. Patient was scanned and no loose parts were found. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. There was no known impact on patient outcome.

Manufacturer narrative:
Additional information: the procedure type was received: sacroiliac and thoracolumbar procedure. The suspect clamp was returned to the manufacturer for evaluation and the issue was confirmed. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. The retainer ring on the tip of the adjustment screw was pulled off and missing. As received the adjustment screw would be able to close the clamp but not release it. The cause of the issue was the missing screw.